Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Multiple supply changes were performed and the occlusion alarms continued. A system check was performed and the pump performed as intended. Customer performed a supply change to address the current occlusion. Customer's blood glucose level was 400 mg/dl.